Event description:
It was reported that "patient came in for 6 week post op had xrays taken and surgeon noticed the 7 screw on the right sticking out around 4mm on the xray. This was a 2 level case c5 c7. Surgeon is thinking of revising."

Manufacturer narrative:
Additional info has been requested, and will be added to a supplemental if received.